Manufacturer narrative:
B3: the events occurred between october 2025 and january 2026. The actual devices were not available; however, a photograph of an actual sample and twenty-three (23) companion samples were provided for evaluation. Visual inspection was performed on the photograph sample which showed the tubing was separated from the second y-site clearlink in the downstream part. However, visual inspection of the companion samples did not identify any abnormalities that could have contributed to the reported condition. A dimensional inspection of the companion samples identified six (6) samples with a lower insertion between the tubing and clearlink component; however, the samples were pull tested and no defects or separations were found. Pressure and clear passage testing were performed on all samples with no issues observed. The reported condition was verified on the photo sample; however, the reported condition was not verified on the companion samples. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system; non-dehp continu-flo solution sets separated at the lowest y-site (clearlink) resulting in leaks. The issue occurred while priming normal saline during routine compounding. There was no patient involvement. No additional information is available.